Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 370763ar was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the 3.6 inratio result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
It was reported that on (B)(6) 2016, there was a variance between the inratio inr results and an alternate point of care (poc) inr result. The first inratio inr result was 1.4, it was thought that the result was a little low therefore 30 minutes later a second inratio inr was performed and the result was 1.1. Again it was thought that the result was a little low and 30 minutes later, the physician was notified and he third inratio inr was performed with the physician on the phone and the result was 3.6. The finger was "milked" for this test as the finger was calloused. Additionally there was some difficulty using some of the lancets. The physician requested that an additional inr test be performed. This test was on a poc device and the result was 1.6. The time between the first inratio test and the poc test was 2 hours. Therapeutic range: 1.5 - 2.2 there was no reported adverse patient sequela. There was no additional information provided.